Event description:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated and confirmed by photographic evidence the paint was peeling from headlight and fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, h11 addtl mfg narrative/corr. Data deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th october, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was flaking from fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 500. It was stated and confirmed by photographic evidence the paint was peeling from headlight and fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Previous h11 addtl mfg narrative/corr. Data: getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was flaking from fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information gathered, the issue was discovered during maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that: the most probable root cause for this paint damage / paint flaking case on external handle (comfort bar) is repetitive impacts or collisions with other devices. To prevent any incident related, manufacturer recommends following the powerled instruction for use (IFU 01581), which mentions to: do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Check for any chipped or missing paint during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. Corrected h11 addtl mfg narrative/corr. Data: getinge became aware of an issue with one of surgical lights - powerled 500. It was stated and confirmed by photographic evidence the paint was peeling from headlight and fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that: the involved zone was probably exposed to collisions and the edges damaged corresponds to a retention zone. These facts indicate that a cleaning agent residue passed through painted surfaces, leads to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. Maquet sas recommends respecting the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions high concentrations prohibited products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was flaking from fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the information gathered, the issue was discovered during maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that: the most probable root cause for this paint damage / paint flaking case on external handle (comfort bar) is repetitive impacts or collisions with other devices. To prevent any incident related, manufacturer recommends following the powerled instruction for use (IFU 01581), which mentions to: do not use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Check for any chipped or missing paint during the daily inspections before use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI)# information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 16th october 2024, getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the paint was flaking from fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.